Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise resulting in pacing inhibition. An invasive procedure was performed. A lead fracture was noted at the suture sleeve site. Difficulty removing the lead was experienced, therefore, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.